Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of sensing and inappropriate capture on the atrial lead. The atrial lead was found dislodged in the right ventricle. The physician elected to reposition the atrial lead. The patient was in the ICU before and after the procedure due to other medical conditions.